Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the implant date of the pump was unknown. It was unknown if there was an inability to aspirate the remaining volume, or if only 17 ml were left in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10mg/ml at a dose of 1.6mg/day via an implantable pump. It was reported that the patient experienced overdose symptoms with the synchromed pump. Environmental/external/patient factors that may have led or contributed to the issue included the pump being filled before symptoms appeared. Diagnostics/troubleshooting performed included the following: on (B)(6) 2025, the pump was emptied. 20 ml was expected and 17 ml was withdrawn. Naloxone was administered and the patient was admitted to the intensive care unit. The pump was filled with saline solution and minimum flow rate was set. On (B)(6) 2025, a catheter fluoroscopy was performed. Approximately 1 ml of fluid was aspirated and it was apparently cerebrospinal fluid. Contrast medium was administrated (no insovist or solutrast). There were no clear findings as the contrast medium did not provide sufficient contrast under fluoroscopy. There were no abnormalities in the area of the pump/catheter connection and no abnormalities in the area of the pump. Saline solution in the pump was then aspirated with 20 ml expected and approximately 18 ml was withdrawn. The pump was filled with hydromorphone at 10 mg/ml and bolus was filled to the catheter tip. The patient was under observation. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the overdose symptoms experienced by the patient included dizziness, lightheadedness and fatigue. When asked the rep to clarify the implant date of the pump, it was stated the replacement of the pump was (B)(6) 2027. When asked to clarify the pump volume discrepancy, it was stated that 20 ml was filled in and a few hours later the pump was aspirated and there were 17 ml aspirated out of the pump. The cause of the overdose and volume discrepancies were not known, it was also unknown if the overdose symptoms and volume discrepancies resolved. The pump was still in use.